Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.5/1.0/092, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed due to excessive vault. A replacement lens of shorter length was later implanted and the problem resolved. Cause was unknown.